Manufacturer narrative:
Events contained in this medwatch report MFR # 9617229-2016-00165 is duplicate information of the information sent in MFR # 9617229-2016-00203.

Event description:
Duplicate information of MFR # 9617229-2016-00203.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, affected side, product, or patient details has been requested. No additional information is available at this time. Device labeling: "do not expose the product or the needle for physiological saline infusion to any contaminated object, in view of possible elevation in the risk for infection." "In patients having active infection, implantation of this product can elevate the risk for infection around the product." "Although rarely, acute infection may develop in the breast following insertion of the implant."

Event description:
Reported event of a patient experiencing a "minor infection of the te." The event was found within the electronic journal article, "aesthetic outcomes of inframammary fold recreation in two-stage, implant-based, breast reconstruction," in springer open, 16 sept. 2016, pp 1-6. The authors stated that all patients were implanted with allergan natrelle 133 tissue expanders that were replaced with allergan natrelle 410 devices. It is unknown if treatment was provided. The tissue expander was explanted and replaced with a natrelle 410 device.